Event description:
Title: telemetry high rate alarm failure. Event desc: "pt heart rate went up to 164 and high rate alarm was not generated... Limit was set at 120bpm [beats per minute]. Facility tested with a simulator and verified same effect, reset (removed and reinserted) the receiver module and the alarms started working properly. Nurse was the one who noticed the problem and put another telemetry unit on the pt. This could have been a very serious problem for the pt."... Reported to MFR the next day and product data the following day. Device usage problem: device malfunction that is, the device did not do what it was supposed to do.